Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the electrode implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due eroding through the patient's skin. The s-ICD was also explanted because there were no other suitable sites to place a new electrode. The patient was discharged with no antibiotics because there were no systemic symptoms, only a skin contaminant in cultures. No additional adverse patient effects were reported.